Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the adc counts elevated due to the downstream shim being out of adjustment. The downstream pressure plate gap was also found out of specification. The downstream shim was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.